Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple pump error alarms. The customer reported that the insulin pump would switch off during bolus or calibration. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display or off no power alarm noted during calibration or during testing. The insulin pump was returned for pump error 53 and was noted in formatted history file. We were unable to determine root cause of pump error 53. The insulin pump was also returned for pump error 63 and was noted in the formatted history due to software error. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a scratched keypad overlay. Purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.